Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to run a primary infusion of heparin 500ml (new bag) at a rate of 16.5ml/hr. It was initiated at 8:39am. The pump setting was verified with two rn's and was scanned into the electronic medical record (epic) medication administration record. Upon later assessment at approximately 11:41am , the heparin bag was noted to be empty. Heparin should have infused at 16.5ml/hr which would have been roughly 49.5ml total infused, however it was noted that the 500ml bag was empty. No fluid was noted on the floor surrounding the pump. The patient received additional monitoring and treatment to help reverse effects of anticoagulant. The patient received packed red blood cells and protamine intravenously to help reverse the anticoagulation/prevent bleeding.

Event description:
It was reported that the pump module was programmed to run a primary infusion of heparin 500ml (new bag) at a rate of 16.5ml/hr. It was initiated at 8:39am. The pump setting was verified with two rn's and was scanned into the electronic medical record (epic) medication administration record. Upon later assessment at approximately 11:41am , the heparin bag was noted to be empty. Heparin should have infused at 16.5ml/hr which would have been roughly 49.5ml total infused, however it was noted that the 500ml bag was empty. No fluid was noted on the floor surrounding the pump. The patient received additional monitoring and treatment to help reverse effects of anticoagulant. The patient received packed red blood cells and protamine intravenously to help reverse the anticoagulation/prevent bleeding.

Event description:
It was reported that the pump module was programmed to run a primary infusion of heparin 500ml (new bag) at a rate of 16.5ml/hr. It was initiated at 8:39am. The pump setting was verified with two rn's and was scanned into the electronic medical record (epic) medication administration record. Upon later assessment at approximately 11:41am , the heparin bag was noted to be empty. Heparin should have infused at 16.5ml/hr which would have been roughly 49.5ml total infused, however it was noted that the 500ml bag was empty. No fluid was noted on the floor surrounding the pump. The patient received additional monitoring and treatment to help reverse effects of anticoagulant. The patient received packed red blood cells and protamine intravenously to help reverse the anticoagulation/prevent bleeding.

Event description:
It was reported that the pump module was programmed to run a primary infusion of heparin 500ml (new bag) at a rate of 16.5ml/hr. It was initiated at 8:39am. The pump setting was verified with two rn's and was scanned into the electronic medical record (epic) medication administration record. Upon later assessment at approximately 11:41am , the heparin bag was noted to be empty. Heparin should have infused at 16.5ml/hr which would have been roughly 49.5ml total infused, however it was noted that the 500ml bag was empty. No fluid was noted on the floor surrounding the pump. The patient received additional monitoring and treatment to help reverse effects of anticoagulant. The patient received packed red blood cells and protamine intravenously to help reverse the anticoagulation/prevent bleeding.

Manufacturer narrative:
(B)(4).